Event description:
It was reported that the high voltage (hv) right ventricular (rv) lead impedance was noted to have increased beyong the upper limit for the normal range and later stabilized and was in range. The patient was to continue being monitored. No patient symptoms were reported.